Event description:
Customer reported the generation of erratic creatinine results following a failed calibration. The customer put on fresh set of creatinine (osr6178 lot 4805 ex 2015-07-01) in preparation for the day's run. Initial calibration failed with extremely elevated od readings. The calibration was repeated and passed. Customer loaded qc and patient samples. Customer stated that qc results were zero and patient results were showing low and negative results. No erroneous results were reported out of the lab. No affect to patient. The customer supplied data shows the original run of 44 patient samples that required repeating. Review of the data revealed that the majority of the creatinine results were negative values or low and flagged with a g flag to indicate the value was below dynamic range for the assay. However there were a few results that were low but believable and not flagged out of dynamic range. Customer has declined to provide the repeat results but stated that the repeat run gave normal values.

Manufacturer narrative:
Customer requested service. The field service engineer worked with the customer over the phone and had him replace the sample syringe. Customer called back indicating creatinine was calibrating and qc recovery had been corrected with the sample syringe replacement. The manufacturer reference number for this event is (B)(4). Customer resolved the issue.